Event description:
My cardiology medical doctor implanted an assurity model pm2240, sn (B)(4) pacemaker last (B)(6) 2016 and recently my pacemaker keeps on getting hot and about to explode, but they did not believe me, until the pacemaker has burned me from inside up, muscle to my skin. As well as I will have my 5th surgery this coming (B)(6) 2019 for extraction of the pacemaker and will place the pacemaker on a different site and they may move it to another site. Diagnosis of use: heart problem, wenckebach.